Event description:
It was reported that a cartridge alarm 25 occurred due to the customer removing the cartridge from the pump outside of the load sequence. Tandem technical support informed the customer of the proper load technique. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus via the pump and a manual dose injection were given to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.